Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector was damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt. Mfg. Dates: monitor sn (B)(4) - 7/8/2015. Electrode belt sn (B)(4) - 3/20/2013.

Event description:
A us distributor reported that a patient's monitor and belt were damaged.